Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was having more imaging done and deciding whether to proceed with surgery. Currently, nothing is scheduled. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-may-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 12-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with a non-malignant pain. It was reported that the patient had a return of symptoms. It was unknown if there were any contributing factors that may have led to this issue. It was indicated that the doctor looked at an x-ray and noted that the leads had migrated. No actions had been taken yet. No surgical intervention occurred, and it was unknown but the rep was going to follow-up for more information to see if surgical intervention was planned. The issue was not resolved at the time of the event. It was unknown when the event occurred. No further complications were reported/anticipated.